Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the charged coupled device unit was broken and therefore the image was purple. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported purple image during a therapeutic laparoscopic hernia inspection procedure which was completed using similar device involving an olympus gynecologic laparoscope. There was no patient injury reported.